Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture of breast prosthesis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent breast surgery with a mentor memorygel breast implant 550cc gel breast prosthesis that ruptured after implantation. It was the patient¿s left breast prosthesis that ruptured. As a result, the patient underwent explantation and replacement with a mentor gel breast prosthesis on (B)(6) 2018 the patient reported that she has had four mentor gel breast prostheses that have ruptured. Refer to refer to manufacture report number 1645337-2019-12859, 1645337-2019-16025, and 1645337-2019-12405 for the reports on the other three ruptured devices.